Manufacturer narrative:
On 13-may-2024, bwi received additional information regarding the event. The medical team confirmed that the pump was functioning completely properly throughout the procedure. It switched from low to high flow at normal stsf settings. There were no error messages or issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) ablation and during ablation, the patient experienced pericardial effusion that required pericardiocentesis. It was reported during the case, a pericardial effusion was noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ice (intracardiac echocardiography) catheter. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and being transferred to recovery. The physician's opinion on the cause of the adverse event was the procedure itself. A transseptal puncture was not performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The pump did not switch from low to high during ablation. The patient fully recovered but required extended hospitalization to monitor the effusion and to evaluate for a device (already planned pre-procedure).